Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient bent over and heard something pop. The patient had headache and pain in the lower back and was admitted in the hospital. The physician monitored the patient for complications for occurrence of spinal fluid. The physician believed that the event was procedure related during the insertion of the lead. The patient underwent a drainage plug and was doing well following the procedure.